Event description:
Per independent repair center statement, the unit alarm would not function. The key failure was the sieve beds being defective. Additional malfunctions were discolored pvc tubing and leaking at the hose clamps.